Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with glucose rising to 231 mg/dl and remaining above 180 mg/dl for about seven hours after the patient accidentally paused insulin during a workout and then ate a larger-than-usual dinner; no alerts or alarms occurred, and the device problem was characterized as use of device issue with no specific component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the event attributed to use of device problem and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.